Event description:
It was reported that a 50-year-old caucasian female patient who underwent a breast augmentation revision with a mentor memorygel xtra, 325cc silicone breast implant experienced left-sided capsular contracture grade IV, and symptomatic rupture postoperatively. The issue was diagnosed through patient symptoms. As a result, patient underwent removal on (B)(6) 2022. Implant information: left catalog number - smpx-325. Left serial number - (B)(4). Right catalog number - smpx370. Right serial number - (B)(4). Are the devices smooth or textured? Smooth. Did you have implants replacements: doe scheduled for the future were you replaced with mentor gel? Doe scheduled for the future if implants removed, did the symptoms improve? Doe scheduled in the future. New devices information: doe scheduled in the future.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture, cap con iii mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on (B)(6) 2022 device evaluation completed on (B)(6) 2022: the product was returned to mentor for evaluation. Mentor conducted visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth mod + prof xtra 325cc breast implant. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4) it was found that the rupture mentioned refers to the previous event of the patient which is already reported in the manufacturer report number: 1645337-2021-05923, therefore pec rupture symptomatic was removed and instead pec adverse event was added.